Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old pacific islander female patient underwent a breast augmentation primary with a saline mentor breast implant and experienced a skin reaction on the right side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information received on 9/17/2018 indicated that the device was confirmed to have no leak/deflation, and the patient's rash has been confirmed to be associated with her eczema and not her implants. Manufacturer¿s reference number: (B)(4).